Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound bronchofibervideoscope displayed a black image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. In addition, the following reportable malfunctions were found and confirmed during the device evaluation: the adhesive around light guide lens has foreign objects. Based on the results of the investigation, it is not possible to establish the root cause for the event of "black image" since the issue was not confirmed. However, based on the results of the investigation, the probable cause of the foreign objects would likely be because the reprocessing was not completed properly due to leakage from the adhesive at the bending section. Three attempts were performed to obtain additional information, but no response was received from the customer. The potential for foreign material can be prevented by following the procedures described in the ¿olympus bf-uc190f reprocessing manual¿. In addition, for handling of the actual product, the following are described in the "olympus bf-uc190f operation manual". This may prevent the occurrence of physical damage to the actual product. "Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor field performance for this device.